Event description:
It was reported that patient underwent an acl reconstruction procedure on (B) (6) 2010. During the procedure, two meniscal repair devices were attempted for use and failed upon deployment of second anchor. The procedure was completed by using competitor product, however a delay greater than thirty minutes occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. (B) (4).

Event description:
It was reported that patient underwent an acl reconstruction procedure on (B) (6) 2010. During the procedure, two meniscal repair devices were attempted for use and failed upon deployment of second anchor. The procedure was completed by using competitor product. However, a delay greater than thirty minutes occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B) (4).